Event description:
It was reported that the vascular stent elongated during deployment. There is no reported patient injury.

Manufacturer narrative:
Although this product is not sold in the us, this event is being reported under regulation 21 cfr part 803 as it involved a similar device to a PMA approved device sold in the u.s. Under # p070014. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was returned. On the basis of the image provided, the reported stent elongation can be confirmed. Potential factors that could have led or contributed to the reported event have been considered. Previous investigations of similar complaints have been reviewed. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre and/or post-dilation, high calcified vessels, the patient's condition or the vessel anatomy may result in an irregular stent placement. In this case, no event details have been provided. Based on the information available and the image provided, a definite root cause for the event reported could not be determined.